Event description:
It was reported that during a total abdominal hysterectomy/low anterior colon resection procedure, the surgeon had to repair air leaks in anastomosis in 3 separate areas. Silk sutures were used to repair the leaks. Pt was given diverting loop ileostomy intended for 6 weeks.